Manufacturer narrative:
Second lead used: lot # 9017187555. Model # 102880. Catalog # 3034.

Event description:
Following completion of a trial implant for the evoke spinal cord stimulation (scs) system, trial leads were removed and a cerebrospinal fluid leak was identified. A blood patch was administered. The patient was evaluated in the emergency department and was treated with sutures for a dural tear.